Event description:
It was reported that there was high impedance on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 7231cx implantable cardioverter defibrillator, 2005 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The maximum ventricular pace impedance rose from1251 ohms the week ending 2012-(B)(6) to 2565 ohm the week ending 2013-(B)(6). The right ventricular pace lead impedance alert occurred on 2012-(B)(6).